Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the iap device was set up but not used on the patient after saline was observed to leak from where the tube went into the valve.

Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. The device was used for diagnosis. The device met specifications. The device was not related to the reported failure as the failure was unconfirmed. Visual evaluation of the sample noted one opened and two unopened iap kits. The iaps were flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and only the iap from the opened kit leaked at the connection between tubing and the sample port valve connection port, while the iap kits from the unopened kit did not leak. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "contraindications: not for use on pediatric patients. Not for use on patients with compromised bladder function. Warnings: use only saline for pressure measurement. Ensure tubing fluid path is primed so there are no air bubbles. Ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions: single use only. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Not made with natural rubber latex sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. This is a single use device. Do not reserialize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iap device was set up but not used on the patient after saline was observed to leak from where the tube went into the valve.